Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
The complaint device was returned for analysis. An examination of the returned device found that the distal handle was fully retracted and the stent was fully deployed. The stent was returned for analysis and no issues were noted with its profile. The distal tip of the device had moved 7mm proximal to the distal end of the inner lumen. There was evidence of a fillet of glue present on the distal tip indicating that glue had been applied as required during manufacture. In addition, the stent cup was damaged. A 0.035 inch guide wire was returned inserted through the device; however, the guide wire was unable to be removed. The shaft was dissected and 497mm of guide wire was removed from the device. On closer examination of the guide wire it seemed as though the end of the guide wire has been cut. The inner lumen was removed from the complaint device and it was noted that the inner lumen was kinked and severely accordioned for a distance of 5mm distal to the distal end of the stainless steel shaft. During analysis when a 0.035 inch guide wire was inserted through the device it met a restriction where the inner lumen was kinked and accordioned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Additional information was requested regarding the condition of the returned device. It was reported that the stent was implanted; however, the returned device included the stent component. This information is not available. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter withdrawal difficulties occurred. The 80% stenosed, "long", target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia) to common femoral artery (cfa). An ipsilateral approach was obtained. The lesion was pre-dilated with a wanda balloon catheter. A 7x57mm express ld stent was implanted at the eia bifurcation. A 6x24mm reduced profile wallstent was then implanted distal to the express ld stent in the cfa. This 6f 6x59x75 reduced profile wallstent was then attempted to be delivered distal to the 6x24mm reduced profile wallstent; however, it became stuck with the previously implanted stent and could not advance. An attempt was made to withdraw the 6x59x75 reduced profile wallstent stent delivery system (sds); however, the physician was unable to. As a result, the 6x59x75 reduced profile wallstent stent was deployed overlapping the 6x24mm reduced profile wallstent, proximal to its' intended location. The 6x59x75 reduced profile wallstent covered the entire lesion; however, some residual stenosis remained. The stent was fully deployed and well apposed. The sds and guide wire were removed together from the patient. Another stent was not needed and the procedure was considered completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter withdrawal difficulties occurred. The 80% stenosed, "long", target lesion was located in the moderately tortuous and moderately calcified external iliac artery (eia) to common femoral artery (cfa). An ipsilateral approach was obtained. The lesion was pre-dilated with a wanda balloon catheter. A 7x57mm express ld stent was implanted at the eia bifurcation. A 6x24mm reduced profile wallstent was then implanted distal to the express ld stent in the cfa. This 6f 6x59x75 reduced profile wallstent was then attempted to be delivered distal to the 6x24mm reduced profile wallstent; however, it became stuck with the previously implanted stent and could not advance. An attempt was made to withdraw the 6x59x75 reduced profile wallstent stent delivery system (sds); however, the physician was unable to. As a result, the 6x59x75 reduced profile wallstent stent was deployed overlapping the 6x24mm reduced profile wallstent, proximal to its' intended location. The 6x59x75 reduced profile wallstent covered the entire lesion; however, some residual stenosis remained. The stent was fully deployed and well apposed. The sds and guide wire were removed together from the patient. Another stent was not needed and the procedure was considered completed with this device. No patient complications were reported and the patient's status is good.